Manufacturer narrative:
The investigation of low pump flow has been completed. The visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. Data logs were investigated and there was a suction alarm followed by low flow of 02l/min at p-7. There was a slight dip in the placement signal which corrected right away. No position alarms or other device was in use parallel to impella. Clinical information provided is limited, but not blood was given and patients vessel health is unknown. Therefore, as per the product and data log evaluation, the root cause of the low flow issue was most likely patient condition related. D1 brand name was erroneously entered on the initial manufacturer device report number 1220648-2024-05703. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-05703. D6a and d6b revised on the initial manufacturer device report number 1220648-2024-05703 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-05703 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-05703 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-05703.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 39-year-old male in acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp pump experienced a drop in flow rate during patient support. As the position was verified to be correct, the decision was made to replace the pump. A new impella cp device was replaced for ongoing support. There was no patient harm.